Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 977c165, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy and spinal pain. It was reported that the patient was to have a thoracic spine MRI on the day of the implant. The hcp thought that the MRI was being done to check on the device, but didn¿t know if they were looking for placement or what. The hcp did not know of a problem with the device and no symptoms were reported. Additional information was received from a hcp via a manufacturer representative (rep). It was reported that the patient¿s implant was conducted without any issues at all intra-operatively. Post-operatively the patient was feeling a neurological deficit in both legs and was having trouble moving her legs and toes. After possibly an hour or two, the neurosurgeon decided to take the patient back to the operating room and he removed the entire system. The rep and neurosurgeon discussed at length in the operating room whether the rep should send the device in for evaluation and the neurosurgeon declined saying that he felt that the patient had a tight space in the thoracic spine and so he did a decompression. On (B)(6) 2017, it was revealed to the rep that an MRI was conducted and the patient had a disc fragment in her thoracic spine that the neurosurgeon thought was the reason for the neurological deficit during the stimulator implant. On (B)(6) 2017, the neurosurgeon went back into the or with the patient and removed that fragment. On (B)(6) 2017, the neurosurgeon informed the rep that to his surprise it was not a disc fragment in the patient¿s canal but some sort of spinal tumor that was discovered. The neurosurgeon removed it and sent it off to be evaluated. He informed the rep that the patient was now moving her legs and toes much better and she was improving every day. The rep did not know as of (B)(6) 2017 what the outcome was or whether the patient had a cancerous tumor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.